Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump leaked and that site was infected and cannula kept coming out by the second day. Customer's blood glucose was 500 mg/dl. Customer was advised that high blood glucose may have been due to infection at site. Customer reported of having air bubbles in reservoir and insulin leaked past second o-ring. Customer was advised that reservoir would be replaced.